Event description:
During the procedure, they attempted to inflate a balloon dilator. There was enough resistance trying to inflate the balloon that the water seeped backwards past the syringe plunger. When removed from the patient, they tried to inflate the balloon but the balloon had a hole in it. Three different balloon dilators were used.